Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. As there was no device returned, a device inspection could not be performed. The most likely root causes that could have contributed to the reported event are loss of material integrity due to mishandling subsequent to distribution from stryker and om defect. This report was filed due to patient injury. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported via a medwatch from the FDA, "patient originally had j tube placed on (B)(6) 2013 for chemo radiation treatment for esophageal cancer. Patient returned to the operating room 4 days later for exploration of abdomen. Patient was having fever, weakness, pain and uncontrollable diarrhea. During 2nd surgery equipment was found to be cracked and was draining into the subcutaneous tissues. Which caused cellulitis of the abdominal wall, it was free of abscess. Replaced with new j tube. Treatment of cancer was delayed until infection could be controlled."

Event description:
It was reported via a medwatch from the FDA, "patient originally had j tube placed on (B)(6) 2013 for chemo radiation treatment for esophageal cancer. Patient returned to the operating room 4 days later for exploration of abdomen. Patient was having fever, weakness, pain and uncontrollable diarrhea. During 2nd surgery equipment was found to be cracked and was draining into the subcutaneous tissues. Which caused cellulitis of the abdominal wall, it was free of abscess. Replaced with new j tube. Treatment of cancer was delayed until infection could be controlled."

Manufacturer narrative:
At the time of this report an investigation has not been completed. Once an investigation has been completed, a supplemental MDR will be filed. Device not returned.